Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a blank display screen. As a result, the reported call service alarm issue was not fully investigated. No conclusion can be drawn.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump gave call service alarm and the reporter was not certain what was the alarm code. Pump was not available for review and no additional information was available at the time of the call. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.